Manufacturer narrative:
The customer reported that the central nurse's station (cns) is rebooting and they're loosing data for bsms. According to the customer, they noticed that after the cns rebooted one of the sectors was blank. They checked the patient's bsm and noticed that it was discharged, they re-admitted the patient and are seeing data fine after 0214am. Technical service had them check the bsm and they don't see data prior to 0214 in fd and in the recall. The cns logs were requested for review and they have been received. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that their central nursing station(cns) is rebooting and they're loosing data for bedside monitors.